Manufacturer narrative:
Additional information: a2, a4, b5, g3.

Event description:
Update 10-mar-2026: it was further reported that the patient was treated on the right shoulder and the condition was life threatening due to an acute respiratory failure. The pneumothorax occurred ipsilateral to the surgery and it was further confirmed that an subcutaneous emphysema has occurred. The patient was positioned half-sitting and did not have other underlying lung diseases. The patient was 72 years old and weight 69kg. During the surgery no other complications with the anesthesia have occurred and the intraoperative airway pressure was maintained stable though the procedure. It was further confirmed that no other interventions for the pneumothorax performed beyond observation while the patient was in the step-down unit has been occurred. It was further reported that it is unknown if an arthrex tubing was used however the used tubing was scrapped.

Event description:
It was reported that after a surgery the patient developed a collapsed lung (pneumothorax) which had to be further monitored. No further information received. Update 5-feb-26: further information was provided. Per the incident report, the patient developed a minor postoperative pneumothorax following a shoulder surgery (arthroscopy with rotator cuff repair performed under general anesthesia combined with an interscalene nerve block) on (B)(6) 2026. The patient developed the pneumothorax in the post anesthesia care unit (pacu) and was admitted to the step-down care unit (usc) for monitoring for 24 hours prior to discharge. No further information is available at this time regarding interventions or treatment for the pneumothorax. Per the incident report, at discharge, the clinical and radiological signs of pneumothorax had resolved. Update 8-feb-26: further information was provided that the procedure was completed successfully and extravasation did not occur. Treatment for the patient was the prolonged stay in the intensive care unit.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.